Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues regarding prime/rewind. The customer's blood glucose reading was 314mg/dl. It was stated that the insulin pump alarmed. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarm or rewind anomaly noted. The insulin pump had a scratched display window and cracked battery tube threads.